Manufacturer narrative:
Event problem and evaluation: on 19-nov-2014, a medtronic representative went to the location to test the equipment. The software was reinstalled successfully but, after a few spins, an error 25 appeared. Voltages on pins 1&2 for both sides of j7 were at 0vdc. Eight batteries and a charger board #2 were ordered. On 20-nov-2014, the medtronic representative went back to the location to install the new charger board #2, and verified voltage on j7. The imaging system then passed the system checkout and was found to be fully functional. The battery charger 2 pcba was returned to the manufacturer for analysis, and an electrical failure mode was confirmed during testing. Component u1h voltage regulator was damaged in the charger h circuit; defective battery charger 2 board. This event was identified during a retrospective review as discussed with the FDA (B)(6) district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that the imaging system was stuck in "system booting, please wait" mode. The mobile view station (mvs) took a long time to boot up, but eventually booted up. The system was located in the mobile truck in casper, wy. The current temperature in the truck was 45 degrees f, but was below freezing overnight. During trouble-shooting, the system was re-booted a couple of times but this did not resolve the issue. No patient was present when this event occurred, so no patient demographics are applicable.